Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that at around midnight, the patient had an alarm while at home. The patient was not able to explain the kind of alarm. The patient decided to exchange the system controller. The alarm was described by the clinical specialist as an audible and visual battery alarm.